Event description:
Procedure: sympathectomy. According to the reporter: during the third intercostal section, the tip of the device burst, releasing it into the left thoracic cavity of the pt. It was necessary to make a x-ray to locate the fragment, and a second thoracic incision for removal. Luckily, no organ or structure was directly affected, since the surgical area was above the pericardium. Event did not prolong the hospital stay. No injury reported. No permanent damage. No temporary damage.

Manufacturer narrative:
(B)(4).